Manufacturer narrative:
The subject device was not returned for investigation. Therefore, a physical investigation of the device was not possible. The cause of the perforation and bleeding could not be determined based on the information available. It was noted that the treatment lesion was severely calcified. There was no report of any device malfunction and the site indicated that the adverse event was possibly related to the ivl catheter and definitely related to the procedure. The clinical site believes that stent implantation was the cause of the perforation. It is unknown whether the ivl treatment influenced the event. Shockwave medical has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed. A review of the manufacturing and test documentation for subject lot does not reveal any issues with the manufacturing of the device. The device passed all of shockwave medical, inc. Acceptance criteria prior to shipping.

Event description:
A shockwave c2+ coronary intravascular lithotripsy (ivl) catheter was used to treat a lesion in the proximal left anterior descending arteries (lad) with severe calcification. The vessel was pre-dilated followed by ivl treatment and post-dilation with a non-compliant balloon and placement of a drug-eluding stent. 120 pulses were delivered in the proximal part of the lesion and the ivl balloon did not cross to the distal part of the lesion that was treated with a balloon. There was no ivl malfunction, but it was reported that a perforation of the proximal lad and severe pericardial bleeding with signs of plugging had occurred after placement of the stent. The coronary perforation was then treated with pericardiocentesis, balloon inflation and a covered stent. The patient required ventilation, inotropic support, and admission to the coronary care unit (ccu). The patient is now discharged. While the patient had prolonged hospitalization due to the event, the site indicated that the adverse event was possibly related to the ivl catheter and definitely related to the procedure. The clinical site indicates that stent implantation was the cause of the perforation. It is unknown whether the ivl treatment influenced the event.